Event description:
Medtronic received a report that a problem occurred when the tip end of the pipeline was opened. After a long period of the operation, the tip end still could not be opened, so a new pipeline was replaced to complete the procedure. The pipeline was not used for an off-label use. The pipeline and any accessories were prepared as indicated in the instructions for use (IFU). No patient symptoms or further complications were reported as a result of this event.   The patient was undergoing surgery for treatment of a saccular, unruptured middle cerebral artery m1 aneurysm with a max diameter of 4.2mm and a 4.6mm neck diameter. The landing zone artery size measurements were 1.8mm distally and 2.4mm proximally. It was noted the patient's vessel tortuosity was moderate. The post procedure angiographic result showed aneurysm contrast agent retention.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: product analysis of ped-275-20, lotno:b563212 found the pushwire extending out from catheter hub. In addition, the distal end of braid and tip coil deployed from catheter distal tip. No bend was observed on the pushwire. The distal hypotube and ptfe shrink tubing were intact with no signs of elongation. The distal and proximal dps restraints were intact. The dps sleeves were found intact with no signs of damage. No defects were found with the proximal bumper, re-sheathing pad, re-sheathing marker, distal marker, and tip coil. The distal end of pipeline flex braid was found to be not opened due to damaged braid. The proximal end of pipeline flex braid was found fully opened and damaged. No flash or voids molded were observed in the hub. No damage was found with hub. No bent or kink was found with marksman catheter. The marksman distal tip and marker band were examined; and no damages were found. No other anomalies were observed. For further examination, the pipeline flex device was pushed out from the catheter without issues. The total and usable lengths of the catheter were measured to be within specifications. The catheter was flushed with water and water exited out from the distal tip. An in-house mandrel was inserted into the marksman micro catheter hub and catheter lumen without issue. Based on the analysis findings, the pipeline flex was confirmed to have failure to open at distal as the distal end of pipeline flex appeared to be not fully opened due to damaged braid. However, the cause for damage could not be determined. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that the physician spent about 15 minutes trying to get the pipeline to open. The pipeline had been placed in m1 straight section when it failed to open. It was noted that according to the standard operation, it could not be opened after deploying it for a long enough distance, and then it was retrieved back and deployed twice. Later, it still could not be opened by pushing and pulling the whole body, and it could not be opened by pulling back the whole body to internal carotid artery. No additional equipment was tried.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.